Manufacturer narrative:
(B)(4). Date sent 2/26/2025. D4 batch #139d62. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage, with a tyvek, and with a reload loaded on the device. The reload was received partially fired 1/10. Upon analysis, the jaws and closure trigger were noted in the close position, the knife was noted to be slightly advanced. The knife reverse switch was activated and the knife returned to the home position as expected. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 139d62, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished #pve35a, with lot/batch #c9ee70, and no non-conformances were identified.

Event description:
It was reported that during an unknown respiratory surgery, the knife moved a little bit and stopped when tried to cut a3 on the left. Since the blood vessel was able to move with the jaws closed, the doctor determined that the staple was not deployed and opened after reverse. There was no damage. Another device and cartridge were used to complete the case. There were no adverse consequences to the patient. No further information is available.